Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the go to white screen when recovering drawer. A field service engineer (fse) took hours to diagnose. Fse checked each drawer and found the power supply was the cause. Parts had to be sourced. Hardware test application (hta) showed random battery failure reports; fse searched for screamers and swapped the communication sled, but the issue persisted. Fse replacing the power supply resolved the problem. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es top matrix drawer (1-main 1) had kept failing. When customer tried to recover, the drawer had opened but the entire pyxis system had restarted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.